Event description:
It was reported the customer experienced blockages and changed supplies. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting assistance.